Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a male patient who was hospitalized due to chest pain during exertion, accompanied by paresthesia in the left upper limb. The patient had a history of myocardial infarction in 2023 and was being treated with aspirin and coveram (risordan and arixtra 2.5). Based on the patient¿s clinical symptoms, ECG, transthoracic echocardiogram (tte), MRI, and coronary angiography were performed, with no abnormalities found. It was noted that the patient is currently doing well. The following data was provided: customer¿s normal range: <34 pg/ml. (B)(6) 2025 sid (B)(6) alinity I stat high sensitive troponin-I: 155 pg/ml ((B)(6)). Roche platform result = 0.014 (<0.014 g/l). (B)(6) 2025 sid (B)(6) alinity I stat high sensitive troponin-I: 133 pg/ml ((B)(6)). Roche platform result = 0.013 (<0.014 g/l). (B)(6) 2025 sid (B)(6) alinity I stat high sensitive troponin-I: 179 pg/ml ((B)(6)). Roche platform result = 0.015 (<0.014 g/l). No further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77406ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 77406ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a male patient who was hospitalized due to chest pain during exertion, accompanied by paresthesia in the left upper limb. The patient had a history of myocardial infarction in 2023 and was being treated with aspirin and coveram (risordan and arixtra 2.5). Based on the patient¿s clinical symptoms, ECG, transthoracic echocardiogram (tte), MRI, and coronary angiography were performed, with no abnormalities found. It was noted that the patient is currently doing well. The following data was provided: customer¿s normal range: <34 pg/ml. (B)(6) 2025, sid (B)(6) alinity I stat high sensitive troponin-I: 155 pg/ml (B)(6) roche platform result = 0.014 (<0.014 g/l). (B)(6) 2025, sid (B)(6) alinity I stat high sensitive troponin-I: 133 pg/ml (B)(6) roche platform result = 0.013 (<0.014 g/l). (B)(6) 2025, sid (B)(6) alinity I stat high sensitive troponin-I: 179 pg/ml (B)(6) roche platform result = 0.015 (<0.014 g/l). No further impact to patient management was reported.